Manufacturer narrative:
No further information was able to be obtained from this customer. However, a sample was returned for evaluation. The probe was manufactured on january 12, 2018. There were (B)(4) paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The probe was received for evaluation. A visual assessment of the returned sample found excess adhesive on the nitinol-cannula junction. The laser probe was inserted through the 25ga trocar cannula where it was stuck replicating the reported event the root cause of the reported event can be attributed to excess adhesive on the nitinol-cannula junction. An internal investigation as opened on this issue. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that the laser probe would not fit into the 25g port during a surgical procedure. The laser probe was exchanged to complete the procedure with no harm to the patient.